Event description:
Customer stated that the metal piece of the handpiece near the cord over-heated during a procedure. They changed the handpiece to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill attachment was returned to the manufacturer. The complaint could not be duplicated, since the device had seized and wasn't able to run. Internal components were evaluated, which revealed score marks and pittings on the rotor and the motor assembly.